Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
1st stage revision shoulder arthroplasty. Approximately 9 month history of discomfort and reduced range of motion. Serum clinical markers, as stated by doctor (B)(6), indicated infection in prosthetic shoulder joint. All prosthesis removed. Humeral osteotomy required to removed well fixed stem. Multiple tissue specimens taken. Turbid fluid aspirated from joint prior to joint being opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.